Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The findings of the evaluation revealed all angulation was below specification, and the large wheel had play. In addition, evaluation found following findings: the light cover glasses was chipped and adhesive on the light cover glasses was worn; the optical cover glass adhesive was worn; the distal end cap and the distal end adhesive was worn; the insertion tube had minor marks; the image was out of alignment; down angle, left angle and right angle were out of specification and up/down and right/left angle play failed for the tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the large wheel (angulation) of colonovideoscope was too loose. The intended procedure was completed using the same set of equipment. The issue was found during repair of the device. There were no reports of patient harm. The device was returned and evaluated. During the device evaluation, the following reportable malfunction was found: white crystallized contamination believed to be a simethicone type product were evident within the air / water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.